Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a hemi done on (B)(6) 2016. Due to the patient's hip dislocating numerous times, the surgeon performed a revision surgery on the patient converting the hemi hip to a total hip.